Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. There was reported that the patient went to the hospital for treatment but it was not reported if the patient was admitted. The patient was treated with cephalosporins and gentamicin for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy is ongoing. No additional information is available.